Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated on thursday they got an injection in their back and pt had been sick since. Pt said their surgeon (who has done other spine surgeries on the pt) ordered the injection to see if they could ease up the pt's pain to try and avoid surgery. Pt confirmed the back injection was not for the pain the ins was put in for, it was for a different lumbar area; pt said the ins was put in for their neuropathy, which ins had helped with, but the pt's feet had been hurting since the injection. Pt said starting saturday they had noticed settings not available on the controller. Pt said they tried adjusting the settings (turning settings way down), made sure ins was charged (ins was 80% during the call), tried the different groups (pt was on c, but also tried a and b), and confirmed no falls, but still would get that screen. Pt mentioned along with their feet hurting since the injection, pt was sick and had migraines starting friday and almost went to the ER on saturday. Pt asked if the injection could have effected their ins. The circumstances that led to the reported issue were asked but unknown. Pt tried to change groups during the call, but reported still seeing settings not available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they were going to contact their surgeon who ordered the injection after the call anyways, but had reps numbers they would try to contact as well. The patient presented for reprogramming to see if his system was functioning properly as he was unable to adjust his intensities up. Impedances were run, and a possible short was noted on electrodes 4, 5, and 13. This was clarified that the impedances were greater than 40,000 ohms and out of range. A contributing factor to the shorts may be the injection that the patient received at l4/5. The manufacturer representative reprogrammed around those electrodes. It was noted that surgical intervention was not planned or performed to resolve the impedance issue. The patient was prescribed sumatriptan for his headache last week, he said that when he turned the stim off his headache seemed to go away pretty quickly. Has had it off for then last week and said he has had no headaches. Said he will leave it off yet through next week then. Then turn it on shortly. It is unknown if the patient is receiving effective therapy with the programming not using electrodes 4, 5, and 13 as the patient shut off stimulation when their primary physician started treating their headache.